Event description:
During a percutaneous coronary intervention (pci) case of the rca, the physician decided to use a racer otw peripheral bare metal stent as the cardiac stents available were not big enough for the vessel. A 6x18 stent was chosen. There was no prepping of the stent before inserting into the vessel. Resistance was encountered when advancing the device. The stent was inserted into the very tight blockage of the rca but was unable to cross. The physician tried for a period of time to get the stent to cross with no success. The stent was removed. An attempt to pre dilate the vessel with a 4.0 balloon was made with a good appearing result. Again the stent was inserted and unable to cross. When bringing the stent out, it became stuck in the end of the guiding catheter so everything was removed as a unit.(wire, catheter and stent catheter). When the stent catheter came out of the body, it was noticed that the stent was not on the balloon. Under fluoroscopy the stent was discovered in the right radial artery just below the elbow. Various methods of retrieval were tried before calling a surgeon to remove the stent. A cut down was performed and the stent was retrieved. Patient did fine; physician was able to complete the pci patient was taken to room in stable condition.

Manufacturer narrative:
Results and conclusion: this device is intended for use in palliation of malignant neoplasms in the biliary tree. Device or procedural images not provided for review. Very tight blockage in the rca. Device became stuck in the guide catheter. (B)(4).